Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a balloon catheter was stuck on the guide wire. The lesion was located in a calcified and tortuous circumflex artery. The apex flex otw 15 mm x 1.50 mm balloon was used over a non bsc wire. The balloon and the wire became stuck together and they removed the balloon and the wire as one unit. Attempted to cross with another apex balloon and was unable to cross the lesion. Used a 1.5 mm x 15 mm apex and went over a different non bsc wire and completed the procedure successfully. No patient complications were reported and the patient's status is fine.